Event description:
Pt reported the infusion device delivers too little insulin and does not correct display e7 electronic or e8 power interrupt errors. Pt's blood glucose was 130 mg/dl on (B)(6) 2011 at 9:30 p.m. And elevated to 590 mg/dl on (B)(6) 2011 at 8:00 a.m., pt administered 20 iu via the infusion device. Blood glucose was "high" at 10:00 a.m., and pt changed the infusion set and administered 30 iu via the infusion device. Blood glucose was "high" at 1:00 p.m., and pt administered approx 15 iu via the infusion device. Blood glucose was "high" at 3:30 p.m., and pt was taken to the hospital by her sister. Pt received treatment at the hospital, but the type of treatment is unk. Pt stopped using the infusion device on (B)(6) 2011 at 10:00 a.m., and when she reconnected the infusion device on (B)(6) 2011 at 11:00 a.m., the infusion device beeped and did not provide an e7 electronic or e8 power interrupt error message. Pt did not have an infection or start new medication. Pt's normal blood glucose is 120-130 mg/dl. The infusion device was not exposed to electromagnetic fields or water. The infusion device was requested for evaluation. No additional info was provided.

Manufacturer narrative:
This incident occurred outside the united states. Info contained within this report is all that is available at this time. If further info is obtained, it will be provided in the supplemental report.